Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a gradual decline in r-wave sensing was observed. When repositioning was unsuccessful, the lead was capped and replaced. Patient was fine after procedure.